Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s mother reported customer received a lower reading on his adc freestyle libre sensor than a reading received on an adc blood glucose meter. It was further reported that on (B)(6) 2018 customer received a ¿lo¿ (a reading less than 40 mg/dl) from the sensor which was compared to a meter result of 250 mg/dl. Caller treated customer with an unspecified number of glucose tablets. Sometime later, customer¿s blood glucose went ¿hi¿ (a reading greater than 500 mg/dl). It is unknown on what device the hi was received. Customer was ¿rushed¿ to his physician¿s office, where he was seen by a nurse. Caller believed customer was treated by the nurse with novolog insulin, but she wasn't sure. Attempts to clarify the specific treatment have been unsuccessful. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader will be required. Dhrs (device history review) for the fs libre sensor and fs libre sensor kits were reviewed and the dhrs showed the fs libre sensor and fs libre sensor kits passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer¿s mother reported customer received a lower reading on his adc freestyle libre sensor than a reading received on an adc blood glucose meter. It was further reported that on (B)(6) 2018 customer received a ¿lo¿ (a reading less than 40 mg/dl) from the sensor which was compared to a meter result of 250 mg/dl. Caller treated customer with an unspecified number of glucose tablets. Sometime later, customer¿s blood glucose went ¿hi¿ (a reading greater than 500 mg/dl). It is unknown on what device the hi was received. Customer was ¿rushed¿ to his physician¿s office, where he was seen by a nurse. Caller believed customer was treated by the nurse with novolog insulin, but she wasn¿t sure. Attempts to clarify the specific treatment have been unsuccessful. There was no report of death or permanent injury associated with this event.